Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer ran into a cabinet and hit the pump on a corner causing the pump touch screen to shatter. Customer is unable to interact and access pump features due to the damage. Customer's blood glucose was 138 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.